Event description:
The customer reported the device displayed an audio failed message and there was no sound from the device. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.